Event description:
A potential product issue has been reported with our primeview. In the abundance of caution, this issue is being reported. A few days ago, a patient was planned on simulix xy simulator, using two anterior-posterior opposed photon beams, which should be irradiated with 15 mv photons. However, at the time of export from simulator to lantis via rtp-link, no photon energy was selected. The simulator software issues a warning, but allows the export without energy value. Upon import into lantis, the empty energy was overwritten with energy 6mv, equivalent to a default value. The wrong energy settings in lantis have been noticed after 3 fractions. Because calculation of monitor units was based on 15 mv energy, the irradiated region of the patient was under dosed during the wrong fractions. We have reported the irradiation mistreatment to the legal authorities. The mistake would not have happened if no default energy would have been entered, but instead the energy field would have remained empty, because in this case the irradiation would not have been approved. The investigation for root cause is pending finalization, corrective action decision is pending and (B)(6) authorities have been informed.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: preliminary 3 (critical). Case 1: 2 (moderate). There was a mistreatment of one patient (under dose) for 3 fractions. The clinic experts reported to the authorities, that they do not expect any negative medical impact to the patient. Case 2: 3 (critical) worst case is, that there is a higher dose irradiated for several fractions. This may cause a severe injury. Probability: preliminary c (remote). Case 1: d (occasionally) reason: such a user error has been reported only once but it may happen again. Case 2: c (remote) there has been no overtreatment reported. There has been no similar incident reported before. The mistake will be recognized during plan approval or latest during the periodical treatment review. The technical experts have tried to reconstruct this lantis behavior as it was stated by the customer. They tested an import of an rtp file with energy set to "0", energy set to blank (" ") and energy empty (" "). In all these cases lantis interprets the energy value imported as "0" and displays it as 0x to the user. Lantis will not define any default parameter. If the energy value is not changed by the user before trying to download the field to the linac for treatment, primeview will not allow treatment with "0" energy. Based on these test results, we currently see two possible reasons for the mistreatment: either the 'default' value 6 mv was set already by the simulator osim (theranostic), which is not in our responsibility, or someone must have opened this beam and made an edit and selected the incorrect energy. No other products are concerned.